Manufacturer narrative:
The reported event was unconfirmed, since the reported failure could not be reproduced. The product was used for treatment purposes. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter with connected inlet tube portion and sample port connector (with intact tamper evident seal). Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was observed to be 50:50. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) with no leakage or other issues. Active length of the catheter balloon was measured (0.6250 inches) and found to be within specification (0.5 - 0.8 inches). The catheter was confirmed to be size 12 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Event description:
It was reported that water leaked from the catheter during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the catheter during the pretest.